Event description:
An endurant stent graft system was selected for the treatment in a patient for endovascular treatment of an external iliac aneurysm. Vessel morphology was reported as there was no tortuosity and no calcification in the iliac limb. The stent graft delivery system was prepped without issue. The delivery catheter was inserted into the patient at the intended lesion site, however, when the physician rotated the handle for deployment the handle was twisted half way but there was no movement of the outer sheath which covered the stent graft. They attempt the quick release method, but the outer sheath did not move. The entire delivery system was removed from the patient without issue. Another endurant stent graft 16x16x156 was used without issue. No clinical sequelae were reported and the patient is fine. The device was returned for evaluation. Upon inspection of the delivery system, the external slider was 5 mm from the front grip. There was a 12mm gap between the stent graft and stent stop cup with a corresponding kink in the graft cover. In addition, there was a 1mm gap between the graft cover and tapered tip. The rest of the device was unremarkable. The external slider was rotated, which retracted the graft cover but also brought the stent graft with it. Once the stent graft reached the stent stop, the middle member began to bow. After the front grip was rotated 5 cm, the stent graft began to deploy. The stent graft then fully deployed. The stent graft was verified to be a 16x10x124 using a ruler and plug gages. The tapered tip lumen was also inspected and was not kinked. The complaint was confirmed; the stent graft did not retract initially with rotation of the external slider. The root cause of the event could not be conclusively determined; however, was most likely due the kink in the graft cover in the region of the stent graft. The cause of the kink in the graft cover could not be determined; however, patient anatomy may have contributed.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (difficult to deploy) ; unapproved use of device (use of an iliac limb without the bifurcated stent graft); patient's condition affected effectiveness of device (anatomy related). Conclusion: off ¿label, unapproved or contraindicated use: (use of an iliac limb without the bifurcated stent graft); device failure/lack of effectiveness related to patient condition (anatomy related).